Manufacturer narrative:
The probe was not returned for evaluation. Fourteen lot numbers were identified with the complaint. The device history records for the component lots were reviewed. Anomalies occurred in the manufacture of the reported product that may have been contributed to the reported complaint. Three (3) lots were reinspected/reworked and were released according to the manufacturer's acceptance criteria after the lots had been mitigated. The root cause for the reported complaint could not be determined. (B)(4).

Event description:
A pharmacist assistant reported that during a procedure, the probe locked and would not cut. The case was completed on the same day without harm to the patient.